Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an end user experienced an issue when using a 14 cm solero applicator. During the procedure, the tip of the applicator detached and remained in the patient's liver. The procedure was completed with another of the same device. The patient did not experience any harm as a result of this incident.